Manufacturer narrative:
The coil was reported to have been implanted and the pushwire was discarded at the facility. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detached. During the cerebral aneurysm embolization procedure, the axium coil was being implanting as the competitor balloon catheter was inflating for assistance. The coil was repositioned about 10 times, and eventually implanted successfully. Then the balloon was deflated, and angiographic image was taken. Later the balloon was inflated, and the coil was believed to have detached with an instant detacher. It was then attempted to retrieve the axium pushwire, but the coil was still attached to the pushwire. The pushwire was advanced and the coil was re-delivered into the aneurysm, then the break indicator was bent for manual detachment. The pushwire was again retrieved but the coil followed the pushwire. Again, the pushwire was re-delivered and the pushwire was placed a little more distal from the second marker, and the coil was detached successfully, and the pusher was removed from the patient successfully. The axium was prepared as indicated in the instruction for use (IFU). The anatomy was reported to have been medium in tortuosity and medium in vessel size diameter. There was no patient injury. The pushwire was discarded at the site.